Manufacturer narrative:
The service evaluation found the elevator channel inlet was identified as loose and leaking. Additionally, the forceps cover glue at the distal end is peeling. The bending section cover glue has a crack. There is corrosion on the ultrasound connecter. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer evis exera ii ultrasound gastrovideoscope was returned for service/repair for a reported ¿loose port channel¿. The reported defect was found during an unspecified event. Upon inspecting and testing, the elevator channel inlet was identified as loose and leaking. This report is being submitted to capture the loose/leaking elevator channel inlet. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the loose and leaking elevator channel inlet likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.